Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with diffuse lamellar keratitis (dlk) stage 3 in right eye. The topical steroid dosage was increased and an oral steroid was prescribed (medrol dose pack). Account reported that patient had a flap lift and rinse performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation, red and irritation. Patient reported symptoms are not interfering with daily activities. Patient&#62688;symptoms resolved on (B)(6) 2016. Bcva from (B)(6) 2016> right eye pre-op 20/15, -3.00 x -.50 x 95. Left eye pre-op 20/15, -3.50 x .00 x 90. Bcva from (B)(6) 2016: right eye pre-op 20/40, left eye pre-op 20/25.